Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, failed battery test and unexpected battery out limit alarm noted. Device received with cracked case near display window corners and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl-300 mg/dl. The customer was assisted with troubleshooting and the display did not return. Troubleshooting was performed for battery failed test as well as battery out limit and noticed that after changing the battery issue was resolved. The insulin pump will be returned for analysis.